Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Moreover, this device longevity was at 9 months 22 months ago and recently has reached explant. Boston scientific technical services (ts) discussed likely device used up its entire battery capacity. Device replacement and to return device for detailed analysis was recommended. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. Visual inspection of pg case and header noted scratches on header and a centered hole in both seal plugs. Review of memory noted no suspicious fault codes or resets. Brady longevity performed. Longevity of 105.4% surpasses the minimum requirement of 75%. The calculated power and the reported power are comparable. Device is operating within specification. No problem detected.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Moreover, this device longevity was at 9 months 22 months ago and recently has reached explant. Boston scientific technical services (ts) discussed likely device used up its entire battery capacity. Device replacement and to return device for detailed analysis was recommended. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.